Manufacturer narrative:
Findings: unit received motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected alarm error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised forced sensor alarm due to motor error alarm. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm. Customer stated that the drive support cap was sticking out. Blood glucose level at the time of the incident was 204 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.